Manufacturer narrative:
Additional product code: gei. Initial reporter is a mitek sales representative. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from mitek (B)(4) reports an event as follows: it was reported that the vapr 3 generator and foot pedal need service/calibration. They didn't function in their first-time use. It was mentioned that the cautery and ablation wouldn't work. It was discovered during shoulder arthroscopy. They plugged the same wand into a new console and it functioned properly. The case was completed successfully by using a backup unit but there was less than five (5) minutes of surgical delay reported. No fragments were generated. The patient consequence details are unknown. This report is for a vapr3 generator *ea. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Concomitant medical products:¿ the date device returned to manufacturer was documented as 4/2/2019 on the initial report and has been updated as 5/1/2019. Investigation summary: the complaint device was received and evaluated. Visually, the device appears to be in good condition. The foot pedal was mated with a vapr vue test generator. An s90 electrode was connected to the generator and submersed in a container of saline. When the cut and coag pedals were activated several times each, the electrode worked as intended under coagulation, but the electrode did not function under ablation, confirming that the yellow pedal is nonfunctional. The lot number on this device indicates it is 11 years old, the likely root cause for this failure is fair wear and tear due to age and use. We cannot determine what caused the user to experience the coagulation failure, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. The device will stored in a secured area. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). Investigation summary : the complaint device was received and evaluated. Visually, the device appears to be in good condition. The foot pedal was mated with a vapr vue test generator. An s90 electrode was connected to the generator and submersed in a container of saline. When the cut and coag pedals were activated several times each, the electrode worked as intended under coagulation, but the electrode did not function under ablation, confirming that the yellow pedal is nonfunctional. The lot number on this device indicates it is 11 years old, the likely root cause for this failure is fair wear and tear due to age and use, resulting in a wiring, connection, or electrical component failure. We cannot determine a root cause for why the customer experienced the reported coagulation failure as we could not confirm this failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. The device will stored in a secured area and discarded as per procedures. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.